Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006, mesh and in-fast were implanted. On (B)(6) 2007, pelvisoft and in-fast were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, prolapse, cystocele, and rectocele and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, recurrence, dyspareunia, and urinary problems. It was reported that the patient underwent mesh revision on (B)(6) 2007 and coaptite injections to treat stress urinary incontinence, pain and discomfort on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 12/02/2015. (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted, concurrently with an abdominal sacrocolpopexy, and posterior repair. It was reported that the patient underwent cystoscopy, coaptite injections on (B)(6) 2013, due to sui. It was reported that patient underwent implantation permanent interstim, right side on (B)(6) 2008, due to intractable urge urinary incontinence. No additional information was provided.